Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, two filter legs became crossed and the filter tilted. The filter was retrieved with a snare device and a new filter was deployed successfully without incident. There was no reported pt injury.